Event description:
It was reported that the patient has one of the 'recalled devices' and that 'it didn't last the four years like it was supposed to.' Follow up indicated that the device reached elective replacement indicator (eri) due to chronically programmed high outputs. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.